Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the vessel sealer extend (vse) instrument clamps presented a failure on arm 1. The system did not recognize the instrument even after switching to arm 3 for equipment testing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis found the primary failure of failed during initialization to be related to the customer reported complaint. For clarification, the instrument was found to have self-test homing failures based on log review and during in-house testing. The instrument was placed on an in-house system and failed the self-test homing. No ceramic dots were missing. An additional observation not reported by site that is related to the primary failure is also identified: the vse instrument was found to have a bent knife cable. The instrument passed the knife slot test. An additional observation not reported by site that is not related to the customer reported complaint was also identified: the vse instrument was found to have broken grip tips. A piece approximately 0.036" x 0.039" in size was missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.